Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, the right ventricular (rv) lead exhibited undersensing and high thresholds. The physician chose to cap and replace the lead. No patient complications have been reported as a result of this event.